Manufacturer narrative:
Quality support reports that shock/jolt during MRI of the implant location causing the MRI to be aborted. Patient reports having a metal artificial joint or limb at the location of the implanted stimulator. The unintended stimulation questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall or engaging in strenuous activities, updates to waa parameters, and patient going through electrical discharge or been around other electro magnetic sources have been ruled out as potential causes. However, stimwave learned the patient has another implant at the stimulator location, which is a contraindication per the IFU. The stimulator is used to treat pain. The cause of the MRI induced stimulation is non-compliance with IFU (user error-patient).

Event description:
Patient experienced shock during an MRI at the implanted stimulator site.